Manufacturer narrative:
The information submitted reflects all relevant data received. Attempts for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant medical products:1488t st-jude lead, implanted: (B)(6) 2003; enlw1610c82e stent graft implanted: (B)(6) 2011; enlw1624c93e, stent graft implanted: (B)(6) 2011; enbf2516c166e stent graft implanted: (B)(6) 2011 (B)(4).

Event description:
An implantable cardioverter defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately 15 months post implant of the ICD and 9 months post implant of the lead. The cause of death has been requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. No issues were identified that required full analysis.